Manufacturer narrative:
Investigation of this report is currently in progress.

Event description:
In 2006, nellcor received a report where it was claimed, that the "connector at the proximal end of the tube keeps slipping out. Information provided to nellcor four days later, indicated that the report of "connector coming loose" was discovered during use on a patient, however, they manipulated the tube for continued use on the patient.